Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿brief alarm¿ was not confirmed as no atypical alarms were observed in the submitted log file. The reported event of the system controller screen freezing was not confirmed as the controller was not returned for analysis. The submitted log file contained approximately 1 day of relevant data (12apr2021 ¿ 13apr2021 per the timestamp). The driveline was connected on 12apr2021 at 15:19:24 and the pump ramped up to the set speed without any issues or atypical alarms produced. The data in the log file did not indicate any issues with the system controller. No atypical alarms were observed in the log file. The pump maintained a speed above the low speed limit without issue while the driveline was connected. Additional information provided communicated that the system controller would not be returned for analysis; therefore, no product testing or visual inspection was able to be performed. The root cause of the reported ¿brief alarms¿ could not be conclusively determined through this analysis. The root cause of the system controller screen freezing could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 01mar2021. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that when the staff tried to review the event history by pressing the display and silence buttons together, the screen showed dots on the bottom, turned brownish, and froze. They weren't able to see the last 6 alarms. On review there was nothing on history indicating an alarm would have gone off.